Event description:
While performing a procedure, they pulled the pv 8.2 catheter out over the wire and the tip was missing.

Manufacturer narrative:
Upon receipt, the catheter was analyzed by rep from manufacturing, qa, and regulatory, who concluded that the catheter appeared to have been built per specifications. The tip and a portion of the co-extrusion (inner member) were missing.